Event description:
It was reported that the right ventricular (rv) lead impedance was chronic with range of 200 ohms. The left ventricular (lv) lead threshold was high. The leads were not revised due to patient age and disease process. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.